Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment. The patient line was not secured and became disconnected. The patient contact cancelled the treatment and discontinued use of the cycler. Upon follow up, the pd nurse (pdrn) was unaware of the event and had just seen the patient in clinic on (B)(6) 2022. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however it was not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment. The patient line was not secured and became disconnected. The patient contact cancelled the treatment and discontinued use of the cycler. Upon follow up, the pd nurse (pdrn) was unaware of the event and had just seen the patient in clinic on (B)(6) 2022. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however it was not available.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment. The patient line was not secured and became disconnected. The patient contact cancelled the treatment and discontinued use of the cycler. Upon follow up, the pd nurse (pdrn) was unaware of the event and had just seen the patient in clinic on (B)(6) 2022. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the insert label that is included in the packaging of the product contain indications, and warnings to perform the connection. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.